Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 186, 190, 165, 199 and 257 mg/dl. Customer also stated that the truetrack meter is reading 30 points higher than his doctors handheld meter; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/16/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :186mg/dl date: (B)(6) 2018 time:09:41am fasting; result 2 :190mg/dl date: (B)(6) 2018 time:06:30am fasting; result 3 :165mg/dl date: (B)(6) 2018 time:11:30am fasting; result 4 :199mg/dl date: (B)(6) 2018 time:07:18am fasting; result 5 :257mg/dl date: (B)(6) 2018 time:02:53pm fasting.